Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance from 690 ohms at implant to 976 ohms today. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154atg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006, product ID 5076-52 implantable pacing lead implanted: (B)(6) 2006. (B)(4).